Event description:
Hub of check-flo separated from the 7 french sheath. Patient lost a lot of blood.

Manufacturer narrative:
As lot is unk; evaluation: neither the complaint device nor the lot number has been provided to assist in this investigation. Nevertheless, we are aware of the potential for occurrence and are currently taking the necessary action to prevent this type of recurrence.